Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump wasn't giving the reminder to check the blood glucose (bg) level after bolusing, resulting in a low bg of 52 mg/dl with severe dizziness and severe headache. During the course of troubleshooting the issue, the reporter discovered that the patient didn't have the check bg reminder turned on. This complaint is being reported as the patient experienced hypoglycemia related to user error.